Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when changing to a new minicap transfer set it was unable to completely close with a titanium adapter. This event occurred during set up. The titanium adapter is still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, integrity of seal surface testing, and clamp function testing. The reported problem was not verified because integrity of seal surface testing was performed for functional verification of patient adapter with no issue. However, the sample failed to meet specification due to an additional issue of the tubing being stuck together under the twist sleeve, cause undetermined. Should additional relevant information become available, a supplemental report will be submitted.